Event description:
The reporter stated that the soluset broke while giving chemotherapy. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The reporter stated that the sample was unavailable. Smiths was unable to confirm the issue or determine a cause without returned product eval. The device history was reviewed with no issues noted. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.